Event description:
It was reported that the patient underwent coil embolization to treat a left posterior communicating artery aneurysm. The physician experienced resistance as he advanced the second coil and when he attempted to withdraw the coil, it prematurely detached inside the microcatheter. The coil was removed along with the microcatheter and the procedure was completed with no consequence to the patient.

Event description:
It was reported that the patient underwent coil embolization to treat a left posterior communicating artery aneurysm. The physician experienced resistance as he advanced the second coil and when he attempted to withdraw the coil, it prematurely detached inside the microcatheter. The coil was removed along with the microcatheter and the procedure was completed with no consequence to the patient.

Manufacturer narrative:
Subject device has not been returned to manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual analysis of the device noted that the main coil was extensively stretched to such an extent that it had separated from the delivery wire. The delivery wire was bent at the distal end. Additional information received that the delivery wire was rotated during the procedure. It is stated in the directions for use (dfu): ¿do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the matrix2 detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration.¿ as the dfu instructions were not followed, a cause of user error has been assigned to the reported event.